Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The (B)(4) device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a de novo and concentric lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification that was 99% stenosed. A 2.5 x 15 mm rx tenku balloon catheter was advanced through the radial access site and resistance was met with the proximal lesion. The balloon catheter reached the target lesion and during first inflation at 6 atmopsheres, the balloon ruptured. Dilatation was performed with a 2.5 mm non-abbott balloon catheter and a 3.5 mm unspecified stent was deployed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.